Event description:
Customer reported a leak occurred when using the coulter lh 780 hematology analyzer. The volume of the leak was reported to be about 8 cc and was contained within the instrument. The operator was wearing a lab coat, goggles and gloves at the time of the incident. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found the drain for the probe wipe was obstructed. The fse noticed that the check valve (cv10-a) between the probe wipe drain and waste chamber vc11 was clogged. The fse replaced the check valve and the instrument ran without any leaks. The repairs were verified per established procedures. Identification of failure modes: the cause of the leak was the check valve between the probe wipe drain and waste chamber vc11 was clogged (cv10-a). No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to cause erroneous for all parameters due to sample carryover. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).